Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had priming anomaly. The customer¿s blood glucose was unknown. The customer reported that the insulin pump was not working and delivery alarm was not going away. The customer was not get it to insulin pump insulin through the priming process, and tried 7-8 reservoirs and it was not worked. The insulin pump will not be returned for analysis.